Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the malfunctions found during the device inspection are traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope for an annual inspection, with no reported complaint. However, during the evaluation of the device, the adhesive was found chipped around both the objective lens and light guide lens at the distal end. There was no patient involvement.